Event description:
This report summarizes one malfunction. A review of reported information indicates that model mc1410, biopsy instrument, allegedly experienced self activation and failure to prime. This information was recieved from a single source. There was no reported patient contact for this malfunction.

Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The sample was returned. Self-activation of the cannula in addition to the reported failure to prime is confirmed for the device. A definitive root cause has not been determined. The device was labeled for single use.

Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The sample was returned, and the evaluation identified self activation. The failure to prime investigation is pending. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model mc1410, biopsy instrument, allegedly experienced self activation and failure to prime. This information was received from a single source. There was no reported patient contact for this malfunction.